Event description:
The facility reported a colleague infusion pump with failure code 703:00 on channel a. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter personnel discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 703:00 on channel a was confirmed in the pump's event history but not duplicated during product evaluation. This condition was due to fluid ingress on channel a. The channel a pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.